Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed and unable to recover. A field service engineer (fse) found that main full height drawer 3 was no longer detected on the bus. The pyxis modular controller board was replaced, but the issue persisted. The half height drawer board was then replaced, but the problem continued, and the board was replaced a second time. A hardware test application was run on drawer 3, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 3 failed and user was unable to recover, all pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.